Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient later reported capsular contracture baker grade iii and severe pain.

Event description:
Patient reported left-side "collection between the prosthesis and the muscle", "nodules", "radial folds", and "more round shape then usual, associated with thickening and late highlight to contrast of fibrous capsule for both sides, suggestive of capsular contracture (baker grade unknown)" via ultrasound and mammogram. The device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.